Event description:
Info received indicates the siderail controls are not working. The technician found the wiring harness from the motor to the circuit board looked burnt.

Manufacturer narrative:
The technician replaced the wiring harness to repair the bed. This wiring harness is under a cover and is not exposed to the pt or caregiver.